Manufacturer narrative:
Upon receipt the lead was found cut approximately 51 cm proximal to the lead tip. Only the distal part was received for analysis. The proximal fragment including the yoke was missing. The analysis of the available fragment revealed between 10.5cm and 9.5cm proximal to the lead tip a rubbed through insulation. This damage can be considered the root cause of the reported oversensing. In this region, the cable to the ring electrode was found exposed. The characteristics of this damage indicate severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available. In addition, cuts in the insulation and deformations of the shock coil were detected which most likely resulted from the extraction procedure. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Approximately 35 months after implantation, ventricular oversensing was reported. The lead was explanted and replaced.